Event description:
The facility risk mgr reported that during a vitrectomy portion of a procedure, the vitrectomy probe was not cutting or aspirating. The pt was scheduled for a scleral buckle and posterior vitrectomy. The pt's diagnosis was a retinal detachment with vitreous hemorrhage. The scleral buckle went smoothly. The surgeon began the vitrectomy procedure. The surgeon noted no cutting or aspiration when attempting the vitrectomy. The illumination probe and vitrectomy probe were removed and the ports were plugged. The infusion line remained in place. The facility staff called the company sales rep to troubleshoot the problem. The company sales rep recommended using a different pak. The infusion line was clamped. The illumination probe and vitrectomy probe were exchanged. The system was rebooted. The instruments were re-introduced. The surgeon noticed a suprachoroidal hemorrhage. The surgeon injected perfluorocarbon liquid to stabilize the hemorrhage. The vitrectomy procedure was aborted and the perfluorocarbon was removed. Another surgery is planned to complete the posterior vitrectomy and repair the suprachoroidal hemorrhage. The pt is doing well.

Manufacturer narrative:
The customer did not request service for the system. No samples were returned for eval. The root cause of the pt event cannot be determined in this investigation. (B) (4)